Event description:
System would not boot when setting up before a case. Another c-arm was used to complete the case. No injury to pt.

Manufacturer narrative:
The service rep replace the program memory card. System now boots and operates as intended.